Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 19/apr/2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Healthcare professional later reported "rupture found at the time of explant". Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Healthcare professional later reported "rupture found at the time of explant". Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and capsular contracture was received on march 26, 2024 with lot number 2419234. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and rupture observed during explant surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.